Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the femoral head is opened behind and the no. 4 prosthetic femoral stem is installed, during the installation process no. 4 prosthetic femoral stem sinks easily, and it sinks more than the position when the medullary cavity file is used for the trial model, at this time the no. 5 prosthetic femoral stem was opened and placed in the firm, the operation time was more expensive because of the no. 4 handle. About 40 minutes more for elderly patients, there is a risk of complications in the prolonged anesthesia time. (B)(4).